Manufacturer narrative:
With additional information, the device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2016 reported that their implantable neurostimulator (ins) was a non-rechargeable device but they did not have the serial number available. Manufacturer records showed that the patient's non-rechargeable ins was on file with the serial number known. It was reported that the circumstances that led to the device dying 2 days after the patient had been told it was fine was due to people not being sure on how to read it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient met with a manufacturer representative a couple of months prior to the report. The patient was told that he has 3-6 months left before a replacement would be necessary. Previously, the manufacturer representative checked an unknown implantable neurostimulator longevity by going off his clinician programmer and stated that the implantable neurostimulator was fine, but then it died two days later. The patient had a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.